Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem.